Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having asthma from a dreamstation auto CPAP device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned.

Manufacturer narrative:
The manufacturer previously received information alleging the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleged of having asthma from a dreamstation auto CPAP device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device was returned to the manufacturer's product investigation laboratory for investigation. Evidence of sound abatement foam degradation/breakdown was not observed in this device. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. During therapy a high-pitched sound was observed, and a musty odor was observed. Pil replaced the blower motor with a pil supplied known good blower motor and observed that the high pitch sound disappeared, thus, the original blower motor was determined to be defective. Secondary findings like 1 error logged. Pil was able to get care orchestrator information from device. Dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. Dust-like contamination on the top of the blower motor. Blower motor had potential mineral deposit spots on it, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like contamination and hairs/fibers inside the blower box. Blower box had potential mineral deposit stains, indicating potential water ingress. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Box d: suspect medical device (device avail. For eval, date returned), box h: device manufacturers (if follow-up, what type, device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.